Event description:
It was reported that the tubing of a surgical blood administration set had separated from the chamber, prior to use. There was no patient involvement. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the tubing was separated from the blood hand pump. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received at the plant for evaluation. The returned sample was visually checked and the set revealed separation between the tubing and the blood hand pump. The sample was tested in the laboratory and the dimension of both the tubing and the blood hand pump were within product specifications. No other tests were performed. The cause of the reported condition could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.